Event description:
General system failure malfunction alarm was reported to the biomed technician. A syringe pump malfunction alarm occurred and the machine went simultaneously into the general system failure malfunction alarm. The nurse turned off the prismaflex machine and was able to give the blood back manually. No patient injury or blood loss was reported.

Manufacturer narrative:
The data files were reviewed by the gambro field service technician as well as technical support in lund. There were 12 occurrences of "malfunction alarms" observed from the data files. From the review, user issues resulted in a number of them. The blood pump malfunction, for instance, resulted from the nurse selecting recirculation on an inappropriate timing, and this was attributed to user error as the facility does not have a recirculation procedure. If the blood pump speed and the control system get out of synchronicity, this will trigger a general system failure. Malfunction alarm. During a malfunction alarm, the system will enter a "safe state" by stopping all pumps, closing the return line clamp. Treatment is suspended and the patient's blood does not circulate through blood flowpath. The prismaflex was checked out okay and a simulation run did not reproduce the reported alarms. The unit has been returned to use. This report will be tracked and trended with other reports of general system failure per the lund vigilance reporting procedure.